Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized due to high blood glucose level 480 mg/dl on (B)(6) 2015. Customer experienced nausea, vomiting difficulty, and diabetic ketoacidosis due to high blood glucose level. Customer tried lowering his high blood glucose level with manual bolus with the insulin pump but it did not help. Customer was wearing the insulin pump at time of hospitalization. Customer's blood glucose level at time of the call was 165 mg/dl. During troubleshooting, found the doctor changed the settings on the insulin pump in august. Customer was assisted with performing the help line test, test passed. Customer accidentally rewound the insulin pump. Customer was advised to take off the tubing clamps and rewind and prime until insulin comes out. Customer will not be returning the device for analysis.